Event description:
Facility alleges arterial line has broken down during dialysis treatment. Nurse manager was contacted. She reported to quality engineer that a crack at the pump segment discovered caused a blood leak. Estimated blood loss: 250cc. Pt suffered no ill effect. Hematocrit not available at this time. Acutal sample was discarded. Dialysis machine in use: another co's 550. Blood flow rate: 350 to 400ml/mn.